Manufacturer narrative:
Siemens' investigation into the reported issue is on-going. A supplement report will be submitted upon completion.

Event description:
The customer informed siemens on (B)(6) 2015 that there was an incorrect target position downloaded after the cone beam. The customer did recognize the error before starting the treatment. Reportedly, the behavior of rt therapist and the console are independent of the fact that the cone beam and radiation fields are transmitted to the console whether separately or together. Work flow description is as follows: -cone beam and radiation fields are sent from mosaiq to rtt in one session. -cone beam is transmitted to console, and then executed. -shift vector is calculated and then sent to console. -shifting is done, conebeam is ended. Until this moment, everything is understandable and correct. -radiation fields are sent to console. A transmission of table coordinates is done however these table coordinates are not understandable and deviate from the recent position up to several centimeters. It is possible that the shift vector calculated during cone beam has not yet been executed by the table. These underlayed table coordinates can be executed (by pressing f12 alt-enable) of which they are a high potential for an error. In mosaiq, the values 0.0 are stored in the field parameters for the table. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).